Manufacturer narrative:
The report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: customer was using 4252520-02 introcan safety catheters. Upon drawing the stylet out of the catheter, the needle was exposed, the safety clip did not function.

Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). No sample received and no picture provided for evaluation. Reviewed the device history record for batch number 21h25g8245 and there were no defect encountered during in process and final control inspection as no sample was received, further evaluation was not possible. The complaint batch shows no abnormality. Should sample is received, we will reopen this notification for re-evalaution. Meanwhile, complaint is added into the statistic for trend analysis of this product line.